Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the communication between the processor and camera head became impossible due to the cable break, then the reported event occurred. The cable break might be due to the user's handling. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the service department of olympus. The service department of olympus checked the subject device and found that no image was displayed because the cable was broken and deformed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus, it was found that no image was displayed. There was no report of patient injury associated with the event.